Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to have triggered a lead safety switch (lss) from bipolar to unipolar configuration due to recorded high out of range pacing impedance measurements. Technical services (ts) was contacted for further review of the daily threshold and impedance measurements trends. Upon review, ts confirmed that the rv lead pacing impedance measurements appeared to have been gradually rising the past year from 600 ohms to 2011 ohms. It was also noted the rv lead exhibited high pacing thresholds. The presenting electrogram (egm) showed no events with noise. No adverse patient effects were reported. This rv lead remains in service.